Manufacturer narrative:
Disclaimer: safeskin corp (safeskin) submits the following report to the FDA in compliance with 21 cfr 803. This report is based upon information provided from a lawsuit in which safeskin is named defendant. This report shall not be construed as an admission by safeskin that the product(s) described herein are products of its manufacture and are or were defective or dangerous in any respect, or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by safeskin shall not be construed as an admission that a reportable event has in fact occurred.

Event description:
On december 1, 1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff was diagnosed on april 10, 1995 as suffering from type 1 latex allergy and reactive airways disease. Plaintiff developed a life threatening immediate hypersensitivity to latex. She lives with diminished pulmonary functioning and the continual probability that she will have an anaphylactic reaction upon contact with any type of latex product. She was unable to return to work due to her sensitivity to latex.